Event description:
The reporter stated the surgeon inserted an aq2015a aspheric silicone three piece lens, and the haptic broke off in the loader. Lens cutters were used and the incision was enlarged to remove the lens. No vitrectomy performed. Add'l info has been requested, but none has been forthcoming. If add'l info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product found the lens optic torn into pieces. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: other: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause.